Event description:
During follow-up, interrogation of the device was not possible. An explant procedure is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
Additional information received indicated the physician alleges premature battery depletion. The issue was resolved by explanting the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.